Event description:
Repeated attempts to deflate balloon of 6 fr. Foley catheter were unsuccessful. Pt had to be taken to radiology where x-ray showed cath tip was not in bladder. Radiology was able to remove cath.